Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 6/20/2007.

Event description:
A surgeon reports a pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This pt had a prk procedure in both eyes approx 10 years prior and was now reporting that his right eye was worse than his left. An enhancement procedure was performed on the right eye. At 1.25 months post-enhancement, bcva in the right eye was 20/200. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.